Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch / lot number: 21186398, model / catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead was fractured and several contacts were out.